Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022. Twenty sealed and two open 31g x 8mm pen needle samples were returned from lot. No. 2103192, cat. No. 320524. Visual examination was carried out on the two open and twenty sealed samples and a bent non patient end of cannula was observed on the two open samples. No issues were observed with the twenty sealed samples. A functionality test as per q-sop-183-dl was carried out all returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles were defective and difficult to operate. The following information was provided by the initial reporter: "patient complains again about defective needles.".

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles were defective and difficult to operate. The following information was provided by the initial reporter: "patient complains again about defective needles."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.